Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Relevant retention test strips (lot 368893) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing. Occupation: occupation ni equals lay user / patient. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable inr result from a coaguchek inrange meter serial number (B)(4) compared to the stago neoplastin ci plus laboratory method. The laboratory result was 3.27 inr. The meter result was 4.4 inr. The time between the measurements was less than 3 hours. The patient¿s therapeutic range is 2 - 3 inr. The questionable result was reported to the patient's doctor. There was no allegation of an adverse event.